Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600729. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was jamming during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with the bottom half of the cover block detached from the rest of the stapler. Due to this, no staples were able to stay in the device. The sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. The device history review for the product visistat 35w 6/box lot# 73j1600729 did not show issues related to complaint. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint of "unit jamming while in use" was confirmed based on the returned sample. The stapler was returned with the bottom half of the cover block detached from the rest of the stapler. Due to this, no staples were able to stay in the device. The probable cause of this complaint issue is manufacturing related with necessary corrective action implemented. Teleflex will continue to monitor and trend related events.